Event description:
It was reported by service report that the head section load wheels were not straight which could affect loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.